Event description:
It was reported that the patient was currently admitted with sepsis. The source and location of the infection are unknown as the healthcare provider was unable to provide any additional information.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue could not be confirmed to be related to the cardiomems product or procedure as further information could not be obtained. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.